Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was 485 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced diabetic ketoacidosis, dehydration, vomiting and were unable to bring down their blood glucose levels. Customer was placed on insulin drip, given antibiotics and they had blood pressure issues. Customer's doctor advised them to throw away the infusion set so troubleshooting and checking for a bent cannula was not possible.